Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The tipqa database was reviewed for 01-7148 serial number (B)(6) and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to the tip fracturing for 01-7148 serial number (B)(6). For this part (01-7148) and the previous one year (from the notification date) regarding the drill fracturing, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2020-00302. Medical products: 1.5mm system twist drill with j notch 1.1 x 50mm, 7mm stop, part# 01-7144, lot# unk. 1.5mm system twist drill with j notch 1.1 x 50mm, 15mm stop, part# 01-7148, lot# unk. Occupation: distributor on behalf of facility. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported two drill bits fractured while drilling a hole in the bone. The broken drill tips were removed from the patient¿s body. No adverse events were reported as a result of the malfunction.